Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.thermocool smart touch sf bidirectional catheter, us catalog #: d134801, lot #: 30048864l. 2.c3 cs refstar - deflectable, us catalog #: r7f282ct, lot #: 30027924m. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with thermocool smart touch sf bidirectional catheter which had a deflection issue and was replaced with an unknown ablation catheter. While using the unknown ablation catheter, the patient suffered aortic dissection requiring an aortic stent graft placement. During the procedure, the thermocool smart touch sf bidirectional catheter (d134801/ 30048864l) approached from the aortic side for mapping because approaching from the right ventricle (rv) side they were unable to locate the earliest point. When mapping around the cusp, the pace map score got better; however, the catheter could not be deflected as intended. The catheter was replaced to continue with the procedure. After replacing the catheter with an unknown ablation catheter, the catheter was manipulated on the left ventricle (lv) side without issues; however, the physician gave up ablation because the point was in the vicinity of the his bundle. When the procedure was about to be finished, the patient¿s blood pressure dropped, and the patient complained of chest pain. Echocardiography was performed, and a pericardial effusion was not revealed, the left atrium seemed to be pressed by something. As the image was not clear, a computed tomography (CT) scan was taken. It was confirmed that the aorta was partially dissected. An aortic stent graft was placed. Extended hospitalization was not required as a result of the adverse event. Patient outcome was improved. The physician¿s causality opinion was not firmly established at the time on the injury. Attempts have been made to obtain clarification to the replacement ablation catheter. However, no further information has been made available. Therefore, a generic thermocool® smart touch® sf uni-directional navigation catheter is being used in order to address the adverse event which occurred on the patient. If additional information is received regarding this product, a supplemental 3500a report will be submitted to the FDA.

Manufacturer narrative:
Originally, the product was reported as brand name: thermocool smart touch sf uni-directional navigation catheter, catalog #: d134700. Additional information was received on august 6, 2018 providing an update to the product information of brand name: thermocool® smart touch® sf bi-directional navigation catheter, catalog #: d134801, lot: 30048864l and unique identifier( UDI): (B)(4). The device history record, manufactured date and expiration date have been provided. The fields expiration date and manufactured date have been populated. The device history record (DHR) for the lot number 30048864l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).